Event description:
It was reported that; the blade from came out of the implant and was resting close to the patient's esophagus.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The x-ray image is indicative of the proudness of the complaint anchor (that is, the anchor was not fully locked into the jacket). Conclusion: the most likely cause of the reported event was determined to be user related-deviation from surgical technique-anchor was not confirmed to be locked after its insertion.

Event description:
It was reported that; the blade from came out of the implant and was resting close to the patient's esophagus.